Manufacturer narrative:
The device was not returned to the manufacturer for analysis nor were any images/media provided for review; therefore, the alleged product issue cannot be verified. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies thrombus as a potential complication associated with use of the device.

Event description:
It was reported that the patient presented with a large non-ruptured m1, m2 right aneurysm with intermittent left hemi paresis. Seven days prior to procedure plavix treatment started. One day before procedure ttt testing was verified, pru 114/ base 175 /inhibition 35%. Procedure was planed on the (B)(6) 2022. Placement of fred device without difficult manipulation was reported. Angio post op and CT showed good placement and opening of the fred device, start of stagnation in aneurysm sac . Patient woke up without any neuro symptoms and stayed at hospital till the (B)(6), where continued plavix. On the (B)(6) the patient woke up and after few hours start of left hemiplegia. The patient returned to the hospital and CT revealed occlusion of the fred 5 days after placement. No allergy is known; the patient is reported to continue plavix at home.